Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seventeen months prior, at device check of implantable pulse generator (ipg), one year of the minimum remaining longevity was confirmed, and the physician was informed of device longevity. The ipg remained in use. During follow up check of the ipg, interrogation of the device failed. The patient was informed of necessity of device replacement. The ipg remains in use. No patient complications have been reported as a result of this event.